Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. System failed the mechanical tests. The imaging system gets no power. When turning switch, does not respond. Driving not possible. While troubleshooting, the medtronic representative found power switching board defective and fuse f3 defective and needed to be replaced. The power switching board and fuse f3 were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the power switching board confirmed reported problem "generator red x, and boot up issues." Upon switching generator cabinet on/off switch to on position, the system does not begin the power on sequence. No audible or visual indicators of power on sequence. Pcb is defective. Electrical failure mode found. This fuse was discarded by the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system failed to work. "After the start the system doesn't start up, no power." No further details regarding the issue was provided. There was no patient present when this issue was identified.